Manufacturer narrative:
The patient''s weight was not provided. (B)(4). Approximate age of device ¿ 1 year, 2 months. The device was returned for investigation. The evaluation is not yet complete. The event occurred at (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that elevated estimated pump flows and pump power readings were observed during a routine clinic appointment on an unspecified date. The patient¿s lactate dehydrogenase (ldh) level was 922 u/l and the patient¿s platelet count was 102 x 10^9/l. All other blood values were stable and the patient was clinically well; however, the patient¿s inr was sub-therapeutic at 1.9. Warfarin was increased and heparin was started. Subsequently, the patient¿s inr improved and ldh decreased to 636 u/l by (B)(6) 2016. The lvad readings remained elevated, with periods of time where the parameters would normalize. On (B)(6) 2016, the patient¿s ldh went up to 1177 u/l with inr at 2.4, with the highest recordable ldh reading at 1818 u/l. It reported that it was difficult to increase the patient¿s inr, so heparin was continued. The patient¿s brain natriuretic peptide (bnp) level steadily increased from 482 ng/l to 1581 ng/l. The patient remained clinically well until (B)(6) 2017, when shortness of breath and lethargy were reported. A right heart catheterization on admission showed an increase in right and left heart pressures. The pump was subsequently exchanged on (B)(6) 2017 due to suspected thrombus. No additional information was provided.

Manufacturer narrative:
The evaluation of the returned pump confirmed the report of suspected pump thrombosis. Upon disassembly of the returned device, a thrombus formation was found surrounding the inlet bearing cup and ball, obstructing approximately 40-50 percent of the blood flow path. The thrombus ring revealed areas of denaturation and also appeared to have formed in laminated layers, indicating that it developed on the inlet bearing cup and ball over an undetermined period of time while the pump was supporting the patient. In addition, examination of the proximal-side of the outlet stator revealed a small, red tissue-like deposition situated adjacent to the outlet bearing ball and in contact with two of the stator blades. The deposition was not adhered to the blood-contacting surfaces and lacked lamination, indicating that it did not initially form in the outlet stator. Although the origin of the deposition could not be conclusively determined, its color and texture appeared similar to the non-denatured portion of the laminated thrombus found on the inlet bearings, suggesting that it may have broken off from the larger thrombus found in that location. The evaluation could not conclusively determine a specific cause for the development of the observed depositions found in the device; however, their partial obstruction of the blood flow path could have contributed to the reported elevated lactate dehydrogenase level. The thrombus around the inlet bearings could have also created increased drag on the spinning rotor, contributing to the reported periods of elevated pump power and estimated flow parameters. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.